Manufacturer narrative:
Section d5: operator of device corrected. Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the reported event of the screw head breaking off from one of the screws on the backup battery cover was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6)) revealed that the screw head on one of screws used to secure the backup battery cover had broken off. Despite the observed damage, the remaining three screws were able to secure the backup battery cover to the controller. The returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Although root cause was not determined through this investigation, a manufacturing analysis task has been opened to further investigate the issue of the screw head breaking off from the screw. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 21nov2024. Heartmate 3 instructions for use (rev. C) section 2 ¿ "system operations", explains how to install the backup battery in the system controller, which includes removing the backup battery cover. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿, explain how to properly care for all equipment. Heartmate 3 patient handbook (rev. D) section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that one of the screws on the emergency backup battery (ebb) cover broke on an unused system controller. The controller was exchanged.